Event description:
The customer reported that the alarm turns off when you are selecting a different alarm tone. There was no patient injury reported.

Manufacturer narrative:
(B) (4) alarms turn off when selecting different alarm tones. Evaluation of the returned product shows that the alarm does turn off when pressing the tone selector. The battery door is missing. (B) (4).